Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 1.2 failed to operate. The drawer did not open or close and was unable to release cubies or medications for unloading, preventing access to stored drugs. Attempts to recover storage space were unsuccessful, and the device displayed a "requires maintenance" message. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer and recovered the unit. No further investigation was required. The system functioned as intended after the customer resolved the issue.